Event description:
New information noted that a rare occasion of atrial undersensing was noted on the patient's right atrial lead upon device interrogation. No intervention was performed as the physician opted to continue to monitor the patient. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, it was noted that the patient's right atrial lead exhibited loss of atrial sensing. All other measurements were normal. A chest x-ray was performed on (B)(6) 2019 and no anomalies were noted. Programming changes were made. The patient's condition was stable throughout the event.